Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon visual inspection, engineering observed that the jaw surface was clean and there was some eschar build-up within the blade channel. During functional testing, engineering was able to replicate the sticking that occurred in the incident by activating the device on porcine tissue. Upon further inspection, engineering found that the jaw's front and rear conductive stops were positioned out of specification during use of the device. This occurrence led to an insufficient gap between the jaws, which can result in increased tissue adherence. The root cause of the distorted ultrasound image is unknown as engineering was unable replicate the incident. The root cause of the tissue adherence is due to the movement of the conductive stops. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for tissue sticking to occur. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
CABG with radial graft - "(B)(6), a pa, used voyant for a radial graft dissection and noted that the jaws are still a bit sticky, especially when used on muscle tissue. He has recently noticed an improvement on the sticking over the past couple of weeks. He cleaned the jaws every 10-20 fires and cleaned them even more often towards the end of the dissection when he was dissecting the artery off the muscle. Dr. (B)(6), an anesthesiologist, puts an ultrasound device down the patients throat during the procedure and he said that when voyant is being used, it distorts his ultrasound picture and makes it difficult to see where he is. He said it is not "shielded" like other electrocautery devices. He showed me what he was talking about and essentially the image was flashing different colors every time voyant was being activated." Patient status - stable.